Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the rptr, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not rec'd the product at this time. Therefore, no analysis or testing has been done. Pain, vomiting, and reflux, are surgical and physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain."

Event description:
Pt reported that allegedly: "the silicone towards the middle of the port split in two and was defective." This caused the pt to "vomit." The band and port sections of the lap-band system were removed.